Event description:
Pentax medical became aware of a report for an event which occurred in the USA stating, "up/down angulation stuck" involving pentax model vnl8-j10/serial (B)(4). The facility contact also stated the event occurred during pre-inspection check. No further information was provided. The device was returned to pentax for evaluation. Pentax service inspectional findings included: segment crushed, bending rubber ruptured, bending rubber leak at middle section, forward body trim collar cracked, light carrying bundle has less than 70% transmission. Repairs were performed on the device which included replacement of the following components: o-rings and seals, insertion flex tube w/segment, bending rubber, distal attaching pin, segment steel braid, fwd body trim ring, distal body with lcb. This is the first time the device is being returned from the facility for service since install date of september 2019.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.